Event description:
A hospital in the (B)(6) reported to a fisher & paykel healthcare (fph) field representative that an mr290v vented autofeed humidification chamber overfilled during set up.

Manufacturer narrative:
(B)(4). The complaint mr290v vented autofeed humidification chamber is en route to fisher & paykel healthcare in (B)(4) for investigation. We will provide a follow-up report once we have completed our investigation.